Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had crack, moisture inside the screen, unexplained no delivery alerts, frequent battery changes and had to restart the rewind to complete a couple of times. No further information provided.